Event description:
Healthcare professional reports left side capsular contracture baker grade IV. Healthcare professional reports "creases" via ultrasound. The device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Crease / folding of implant: observed creases on device. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional later reported "creases" via ultrasound. The device has been explanted and replaced.